Manufacturer narrative:
The hospital has the affected device for return but it has not yet been received by hollister. Based upon the photo provided to hollister by the hospital of the affected product, the breakage appears to be at the anchorfast c-clamp which secures the device on to the anchorfast track. A review of the device history records (DHR) was conducted on the affected device's lot number and it was found to be complete and accurate. Based upon the information provided and the investigation conducted, hollister is unable to determine the root cause of this reported event.

Event description:
It was reported on a patient with an anchorfast guard select endotracheal tube fastener in place that while turning the patient they heard a snap. It was further reported that when they placed the patient supine, they found the patient to be partially extubated. Additionally, they reported that when examining the device, they found that it snapped at the ett holder/bite block. They reported that after the partial extubation, the patient was able to breathe on their own and did not need to be reintubated.

Manufacturer narrative:
Complaint data reviewed and this is the only complaint for this sku/lot combination. The samples were returned and reviewed. The shuttle clamp was observed to be separated from the track. The top portion of the shuttle clamp ("c-clamp area") was missing and appeared to have sheared. Abrasive damage was observed on the track within the gaps between the shuttle tab stops and also inside the bottom channel. Since it was reported that the breakage occurred during a patient turn, it is possible that excessive torsion of the clamp during this turn caused the top portion of the clamp to press against the track, causing this portion of the clamp to shear. However, without direct observation of this failure, the definitive root cause could not be determined. This appears to be an isolated event as no trends were observed relating to this type of breakage. Nonetheless, this mode of failure will continue to be tracked and trended in hollister's post market surveillance system.

Event description:
Follow up report #1.